Event description:
It was reported that the patient underwent a surgical procedure related to this artificial urinary sphincter (aus) due to urinary incontinence. It was unknown to the physician that the patient was implanted with an aus and a foley catheter was placed without deactivating the device resulting in it no longer functioning as well as tissue erosion. The existing aus was explanted and replaced with a new system. There were no patient complications.